Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as skin irritation due to allergic reaction to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed benadryl cream for the allergic reaction. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.